Manufacturer narrative:
(B)(4). Evaluation: the iab was not returned for evaluation. The original box with box label was returned. Returned for evaluation was a teflon sheath with sidearm in its original box. The proximal end of the teflon sheath was returned detached from the teflon sheath hub. Engineering has been notified of the event. The inner diameter of the returned teflon sheath was measured and met specifications. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: conclusion: the reported complaint of the sheath separation is confirmed by visual inspection of the device. The proximal end of the sheath was returned separated from the sheath hub. The root cause of the separation is process related. (B)(4 )as previously initiated to investigate the issue. CAPA (b)(4 has been initiated to investigate the issue. This complaint type will be monitored for any developing trends.

Event description:
It has been reported by the hospital that prior to use the introducer section of the catheter was found broken in its packaging. There was no patient involved. The device was not used.